Event description:
It was reported during an atrial fibrillation (afib) procedure, there was noise on the intracardiac (ic) signals on the recording system when the pentaray navigational catheter was in use. The cable was exchanged with no resolution. The catheter was exchanged and the case was completed. There was no patient injury reported in this procedure. Upon request, additional information was provided on the event on (B)(6) 2013. The noise occurred on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto system and the cardiolab at the same time. The noise was throughout all the channels and was bad enough that the intracardiac signals were not discernible. There were bs signals; however, they had noise just as the intracardiac signals. The physician was unable to interpret the bs and ic recordings . . The severity of the noise on all the channels on both the carto system and the cardiolab at the same time is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
(B)(4).